Event description:
It was reported that patient had experienced skin erosion, possibly related to the implant procedure. A diagnostic examination/palpation was done on (B)(4) 2013 and a hole at incision site was noted. A pump pocket irrigation was done the next day i.e. (B)(6) 2013. It was then stated that the ¿skin overlying pump broke down again¿ and the pump was later explanted on (B)(6) 2013. It was added that the "it" portion of the catheter was left due to marginal platelet count and possibility to reconnect in future and 4 inches ¿et¿ catheter left due to calcific scar tissue. Drugs in the pump were hydromorph bupivacaine and clonidine. Patient outcome was noted as resolved without sequelae resolved.

Manufacturer narrative:
Product ID 8703w, lot# l78428, implanted: 2001 (B)(6); product type catheter product ID neu_unknown_cath, serial# unknown, implanted: 2000 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8703w, lot# l78428, implanted: 2001 (B)(6); product type catheter product ID neu_unknown_cath, serial# unknown, implanted: 2000 (B)(6); product type catheter. (B)(4).